Event description:
The customer questioned alinity c magnesium results for one patient. The customer uses the reference range 0.66 to 1.07 mmol/l. The following information was provided: sid: (B)(6), age: (B)(6), pathology: hematology department. On (B)(6) 2021 result 2.46 mmol/l, repeated 0.82 mmol/l and 0.83 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Full sid is (B)(6); no further patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An investigation was performed for alinity c magnesium list number 08p19 lot 30002ud00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Review of the customer's data identified that event was likely due to an unresolved cuvette washer malfunction where the instrument detected errors in the cuvette washer operation by identifying cuvettes with residual water after cleaning. Based on the investigation no systemic issue or deficiency of magnesium list number 08p19 lot 30002ud00 was identified.